Event description:
It was later reported that the patient developed the spinal headache right after implant and the blood patch was done 10 days later. The patient had an MRI performed which showed a collection of fluid where the catheter was implanted. The MRI report stated the collection of fluid was at l3 and l4 and was 5.1cm x 2.3cm x 3.5cm. The patient assumed the pocket of fluid had been there since implant when the spinal headache occurred. The patient presented to her neurosurgeon who stated that the pocket should be drained immediately as the patient could possibly contract spinal meningitis. The patient saw her pain management doctor on the day of the report who said to leave it alone and it was more dangerous to drain it. The pain management doctor also performed a catheter dye study on the day of the report which showed ¿everything is fine¿ and the pocket was just fluid accumulation from when the catheter was first implanted. The caller stated that morphine was supposed to be added to the pump on the day of the report but the drug had not yet been received by the clinic so the patient was to go in again the following day to have the morphine added.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported the patient had a spinal headache since implant (B)(6) 2013. The patient stated "I got a spinal fluid leak." The patient was seen by the hcp on (B)(6) 2013 and the patient had to "stagger" back up to the window, needed to lay down, was going to throw up and had a huge headache. The patient was assisted to lay down. The patient was informed that insurance would not pay for a blood patch for 5 days and they were instructed to drink fluids, take caffeine and lay flat on their back. The patient had another appointment planned on (B)(6) 2013 for a refill and it was noted that the hcp would do a blood patch. It was later reported that the patient had a spinal headache after surgery; "normal complication" per the hcp. A blood patch was performed and the patient is ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a pump/delivery failure resulting in injuries of hospitalization, surgery and overdose.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's legal representative reported that the patient experienced numerous pump problems shortly after the pump was implanted.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported, per the attorney, that the pump implanted caused the patient considerable harm.